Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. F1908: delay of less than one hour f26: no patient impact h2, h3: the returned stylet was analyzed. When connected to a known good system, it displayed a red status and would not track. A check of the em interface showed that coil #1 was not working. Coil #2 was normal. Codes b01, c07, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system. It was reported that the em stylet was plugged into the instrument interface and the port turned green but it would not track or populate within the software. The manufacturing representative (rep) tried placing it in other ports on the instrument interface box that he knew worked with no change. The site opened another em stylet and the issue resolved. There was no patient impact and a 5 minute delay.